Manufacturer narrative:
Study event. There was no device malfunction reported. Embolic stroke is a known potential adverse event associated with the use of carotid stents as stated in emboshield instructions for use. The lot history record was reviewed, and there are no non-conformities associated with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: embolic stroke. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the pt developed expressive aphasia and dysarthria, which was diagnosed as a stroke. A head CT showed embolic ischemia in the left frontal lobe. Four days postprocedure, the pt was discharged to home with mild residual dysarthria. There was no additional info provided.